Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports about the second pain which occurred on (B)(6) 2021 in the regular health follow-up for the knee. This pc reports about the first pain which occurred after the first surgery on unknown date. It was reported that on (B)(6) 2021, the patient underwent the total knee arthroplasty (tka) surgery for knee osteoarthritis with the knee femoral component, tibial tray, knee tibial insert in question. The surgery was completed successfully without any surgical delay. Two months after the surgery, the patient had a good knee condition and started to work, but immediately felt pain and visited the hospital. When the surgeon examined the patients knee, blood was accumulated in the knee, and the patient was treated to remove blood. The treatment was completed successfully, and the patient recovered. Doi: unknown, dor: (B)(6) 2021, unknown side.